Event description:
It was reported that during a follow-up, one day after device replacement, myopotential oversensing was observed on stored non-sustained oversensing episodes. Programming changes were made and the issue was resolved. Patient will continue to be monitored.